Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. Reportedly, the clip was pulled off from the patient. Then, the second resolution 360 clip was used; however, the same issue occurred, and the clip was removed from the patient. The procedure was completed with a third resolution 360 clip device. There were no patient complications reported as a result of this event.